Event description:
It was reported during a gyn case (specific procedure unk) the atw35 stapler misfired (this case was approximately three weeks ago). The pt was brought back to surgery for reoperation for bowel obstruction over this weekend (nov. 23rd or 24th...the specific date is unk). 12/04/97 rep stated he was present during the case. It was lavh. The pt presented with a bowel obstruction 2-3 wks post-op. The rep stated the surgeon believes this was caused by an open staple. Rep stated he spoke to the physician yesterday (12/03/97) but did not get any specifics. Rep was told by the surgeon that no unformed staple was removed from the pt during the re-op. Pt reportedly doing well at this time. 12/4/97 the surgeon operated on a pt and fired across the infundibulopelvic liagament. He could not release the instrument on the second firing and in order to release it, he had to squeeze the handles again and then hit the release button and that released the instrument. Three weeks later, pt had an intestinal obstruction and was brought back in. A malformed staple at the end of the staple line had snagged the bowel, this was released from the pt bowel. Source questioned specifically about the attempts to release the device and it should not have been able to be fired through the lockout the second time, but apparently it was. Md said that this is a problem that facility has seen a number of times in the past and the sales representative has been made aware of it. The instrument was destroyed and is not available for evaluation. The pt is doing well at this time.